Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, there were high thresholds and a loss of capture on the right atrial (ra) lead. It was noted that there was a microdislodgement on the ra lead. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.